Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable used at the time of the reported problem was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.